Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the following was observed: 1. There were used stains remaining on the inner wall of the needle tip. 2. The outer sheath of the puncture needle tip was bent, and gaps appeared in the internal metal coil due to the bending. 3. After filling the curved part, when the injection needle passed through the curved part, the needle tip easily protruded from the position of the opening gap of the metal spring coil. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the following mechanisms likely caused the needle tube to penetrate the sheath: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet.¿ ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.¿ ¿turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument.¿ ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ ¿do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ this supplemental report includes an update to h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see b5).

Event description:
Additional information regarding the event was received from the customer. The procedure being performed was an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna). The part of the device was just broken and did not fall into the body. The broken device was removed from the scope. There was no unplanned diagnostic imaging. There was no delay in the procedure.

Manufacturer narrative:
The subject device was manufactured on april 2024 based on the provided lot information, however an exact date is unknown (h4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic procedure, the tip of the single use aspiration needle sheath was damaged, causing the needle body to perforate from the sheath. The tip of the aspiration needle then fell off into the patient's body and was retrieved. The procedure was completed with another device. There was no reported patient impact.